Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to achieve a rigid erection. Upon evaluation, an issue with the pump's inflation mechanism was identified. As a result, the pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) was unable to achieve a rigid erection. Upon evaluation, an issue with the pump's inflation mechanism was identified. As a result, the pump was explanted and replaced. No patient complications reported.